Event description:
(B)(6) registered pharmacist from (B)(6) hospital reported patient is in the hospital due to central line issues. No further information, details or dates available. Date of admittance/discharge or current length of hospitalization is unknown. Unknown if medical doctor is aware.